Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease'), pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)') and paroxysmal nocturnal haemoglobinuria ('autoimmune disorder type of disorder: pnh') in a (B)(6) year-old female patient who had essure (batch no. E93872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, aplastic anemia, tiredness, fatigue, pancytopenia, dyspnea, gastroesophageal reflux disease, headache, neck stiffness, photophobia, macrocytic anemia, neutropenic fever, neutropenia, ovarian cyst and perineal pain. Family history included hypertension, diabetic and gastric cancer. Concomitant products included folic acid since (B)(6) 2017, omeprazole, phentermine since (B)(6) 2018 and ropinirole since (B)(6) 2019. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced paroxysmal nocturnal haemoglobinuria (seriousness criterion medically significant), 3 years 5 months after insertion of essure. In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2018, the patient experienced depression ("psychological or psychiatric problems condition:depression"). In (B)(6) 2018, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cyst ("cysts"), abdominal pain ("abdominal pain / center of abdominal - more to the right side"), abdominal distension ("bloating") and uterine pain ("uterine pain"). The patient was treated with surgery (total vaginal hysterectomy (uterus and cervix removed) and right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, cyst, dysmenorrhoea, weight increased and uterine pain outcome was unknown, the pelvic pain, abdominal pain and abdominal distension had resolved and the paroxysmal nocturnal haemoglobinuria had not resolved. The reporter considered abdominal distension, abdominal pain, cyst, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, paroxysmal nocturnal haemoglobinuria, pelvic inflammatory disease, pelvic pain, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in insertion details - (B)(6) 2014. Procedure: right and left cornua had 3 ½ visible coils. A successful placement occurred bilaterally. Patient tolerated the procedure well. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Computerised tomogram - on (B)(6) 2018: the patient underwent a CT scan of the head that was negative for any intracranial abnormality.. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Pathology test - on (B)(6) 2018: surgical pathology report: final diagnosis: uterus and right fallopian tube, hysterectomy and salpingectomy. Bilateral fallopian tube stumps, essure coils with fibrosis and suture material. Endometrium, late proliferative pattern. Myometrium and serosa, no specific diagnostic alteration. Cervix, no specific diagnostic alteration. Right fallopian tube, no specific diagnostic alteration. Specimen received: uterus with essure coils, right fallopian tube gross description: two implanted coiled metallic devices extend from the uterine cornu and into both fallopian tube stumps. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs and mr received : new events added:abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition:depression, autoimmune disorder type of disorder: pnh, reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease; cysts, dysmenorrhea (cramping), pain, weight gain, abdominal pain, uterine pain, bloating were added. Patient details added. Lot number, new reporters information , concomitant conditions and drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease'), pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)') and paroxysmal nocturnal haemoglobinuria ('autoimmune disorder type of disorder: pnh') in a 44-year-old female patient who had essure (batch no. E93872-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, aplastic anemia, tiredness, fatigue, pancytopenia, dyspnea, gastroesophageal reflux disease, headache, neck stiffness, photophobia, macrocytic anemia, neutropenic fever, neutropenia, ovarian cyst and perineal pain. Family history included hypertension, diabetic and gastric cancer. Concomitant products included folic acid since (B)(6) 2017, omeprazole, phentermine since (B)(6) 2018 and ropinirole since (B)(6) 2019. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced paroxysmal nocturnal haemoglobinuria (seriousness criterion medically significant), 3 years 5 months after insertion of essure. In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2018, the patient experienced depression ("psychological or psychiatric problems condition:depression"). In (B)(6) 2018, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cyst ("cysts"), abdominal pain ("abdominal pain / center of abdominal - more to the right side"), abdominal distension ("bloating") and uterine pain ("uterine pain"). The patient was treated with surgery (total vaginal hysterectomy (uterus and cervix removed) and right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, cyst, dysmenorrhoea, weight increased and uterine pain outcome was unknown, the pelvic pain, abdominal pain and abdominal distension had resolved and the paroxysmal nocturnal haemoglobinuria had not resolved. The reporter considered abdominal distension, abdominal pain, cyst, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, paroxysmal nocturnal haemoglobinuria, pelvic inflammatory disease, pelvic pain, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in insertion details - (B)(6) 2014. Procedure: right and left cornua had 3 ½ visible coils. A successful placement occurred bilaterally. Patient tolerated the procedure well. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Computerised tomogram - on (B)(6) 2018: the patient underwent a CT scan of the head that was negative for any intracranial abnormality.. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Pathology test - on (B)(6) 2018: surgical pathology report: final diagnosis: uterus and right fallopian tube, hysterectomy and salpingectomy. Bilateral fallopian tube stumps, essure coils with fibrosis and suture material. Endometrium, late proliferative pattern. Myometrium and serosa, no specific diagnostic alteration. Cervix, no specific diagnostic alteration. Right fallopian tube, no specific diagnostic alteration. Specimen received: uterus with essure coils, right fallopian tube. Gross description: two implanted coiled metallic devices extend from the uterine cornu and into both fallopian tube stumps. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.